Manufacturer narrative:
The reported issue has been identified as a software problem. Spacelabs has initiated a field corrective action and notified the FDA (B)(4) district office of this action on august 25th, 2016 (recall number:(B)(4)). We also notified customers of this activity with a letter dated august 25th, 2016. This investigation is considered complete and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central monitor system displayed an ¿offline¿ message in the patient zones for all telemetry beds. The issue was resolved by hard reset. No injury was reported as a result of this event.